Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2020. Upon review, it was revealed that the right ventricular lead exhibited inappropriate therapy due to over-sensing of noise. Programming changes were made. Revision procedure was scheduled. The patient was stable.

Event description:
New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2020. There were no patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited noise. Noise was not reproducible in clinic. Programming changes were made. Revision procedure was discussed. The patient was stable.